Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Upon checking, the fsr advised the customer that device needs a main board replacement due to exhalation pressure transducer will not calibrate. Furthermore, the blender is leaking via the top of the release valve and the bottom tubing going into the bottom of the blender needs replacement. Parts were ordered and will be replaced once received. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that vela comp d experienced a vent inop alarm. There was no patient involve associated with the reported issue.